Manufacturer narrative:
The reported event of infection and pocket erosion was unable to be confirmed. The product was returned, and visual inspection was normal. Final analysis found the cause of infection could not be traced to the device. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
It was reported that the patient presented due to pocket pain around their implantable cardioverter defibrillator (ICD). Examination revealed signs of pocket erosion and infection. To resolve this issue, the patient's ICD system was explanted. The patient was being monitored and was in stable condition.